Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. Percutaneous coronary intervention with stent implantation was performed on an unspecified date in the month of march. During the procedure, the tip of the bmw guide wire separated in the patient anatomy. The separated tip of the guide wire could not be removed and remains in the patient anatomy. No further information was provided.

Manufacturer narrative:
Concomitant products: dilatation catheter: nc trek 2.75x15mm, 3.0x8mm . Stent: biomatrix. . (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. It should be noted the hi torque guide wire instructions for use states: do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the filed medwatch the following additional information was provided: the procedure was to treat a stenosed bifurcation lesion in the left anterior descending coronary artery (lad) and ramus diagonalis (rd1). Two bmw guide wires were advanced without issue to the lad and rd1. Pre-dilatation was performed at both the lad and rd1. A non-abbott stent was implanted and post dilated in the lad. The guide wire in rd1 was captured [entrapped] between the vessel wall and the implanted stent. The kissing balloon technique was unable to be performed as it was not possible to insert a third guide wire through the stent struts. Intervention was terminated as blood flow was now fine. During removal of the guide wire resistance was felt and the tip of the bmw guide wire separated. The separated tip remains stuck between the vessel wall and the implanted stent. No attempt was made to retrieve the separated guide wire tip. There was no clinically significant delay during the procedure. No further information was provided.